Event description:
It was reported that the pod's cannula was blocked and unable to deliver insulin. No impact to the patient's glucose level was reported. Treatment details were not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.